Event description:
It was reported that the patient experienced pneumothorax during the implantation of the lead. A chest tube was placed. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.